Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. Part not returned for analysis.

Event description:
Medtronic received information that, while outside of a procedure, the clamp was rounded off at the tip. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Additional information: device manufacture date provided. The suspect clamp driver was returned to the manufacturer for evaluation. Testing found that the tip of the driver was worn and rounded out. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.